Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Large crack noted between PICC catheter and the plastic hub. Leaking noted leading to discovery of crack. Critically ill patient without ivf and glucose for >3 hours.